Event description:
Customer reported a destabilizing event on a nicu patient during a vasoactive medication infusion on a syringe pump. The customer related the event is due to a samartsite valve on the extension set. The patient initially failed to receive the drug followed by a bolus of the medication which destablized the patient and required resuscitation. IV tubing was discarded by the customer. An asena cc (international brand syringe) pump was being used. A phone call was made to the nursing supervisor requesting additional information on patient condition, age and weight. The customer had no further information and is unable to identify the exact model of extension set or pump at this time. Should further information become available, a follow-up report will be submitted.